Event description:
It was reported that the patient presented for a device exchange procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and noise over-sensing. The rv lead was explanted and replaced. The patient was in stable condition.